Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to extended charge times, which resulted in the device reaching elective replacement indicator (eri). There were no adverse patient effects reported.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.